Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving prialt/ziconotide (25.0 mcg/ml at 1.2 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported it was suspected that the pump suture loops were not all tacked down. The patient felt a pop sensation approximately one week after implant. The pump was tilted in the pocket. The refill process was difficult. The issue was identified at the first refill appointment. The physician palpated the position of the pump in the pocket and performed the refill with assistance. X-rays were ordered and the implanting physician was to be contacted to schedule a pocket revision. The issue was not resolved at the time of this report. The patient status at the time of this report was 'alive - injury.' Outcome and x-ray results were not provided. Follow-up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.